Event description:
Socket preservation treatment with xenograft and membragel on (B)(6) 2010. Exposure of membrane of more than 3mm appeared together with swelling and infection in the treated area. Partial removal of the membrane and the graft. Clorhexidine prescribed.

Manufacturer narrative:
Review of the batch records indicate the product was released according to specifications. The instructions for use provided with the product state "as with any surgical procedure, infection is a risk." As well as "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."